Event description:
The customer observed a spark and visible smoke coming from the architect i2000sr instrument. The instrument was powered off a leak was noticed near the cables under wash zone 2. The funnel under the wash zone 2 drain was gone. There was no reported impact to analytical / patient result data, patient management or user safety.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and the wash zone 2 drain funnel was found to be missing and leaking was observed near the cables under wash zone 2. The worn cable harnes, left back above #3 was replaced and the wash zone 2 drain funnel from the wash zone drain kit, i2000sr was placed in its proper position resolving the issue. No fire or injury to personnel reported. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional tickets associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the cable harnes, left back above #3 did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the cable harnes, left back above #3 were identified.

Event description:
The customer observed a spark and visible smoke coming from the architect i2000sr instrument. The instrument was powered off a leak was noticed near the cables under wash zone 2. The funnel under the wash zone 2 drain was gone. There was no reported impact to analytical / patient result data, patient management or user safety.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.